Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/11/2013 with the following findings: during a visual examination of the pump, the keypad cover was observed to be torn below the ok button. During testing, the contrast keypad button was unresponsive, which has no effect on insulin delivery function; all of the other keypad buttons responded properly. The keypad cover was removed and contamination was found under all key contacts.

Event description:
The pump was returned for investigation. Investigation revealed contamination under the keypad button contacts. This report is made based on results of investigation completed on 11/11/2013.